Manufacturer narrative:
Section a4: patient weight was requested but was not provided. D4: device lot number was requested but was not provided. Incidental findings: fluid ingress. Manufacturer's investigation conclusion: the reported event of superficial damage to the outer jacket of the modular cable was confirmed upon arrival of the returned product. A segment of repair tape toward the inline bend relief was observed. This segment of tape was removed, revealing the reported tear in the outer jacket. This tear exposed the inner woven layer; this woven layer was slightly worn but remained fully intact, and no damages to the inner wires of the cable were observed. The modular cable was functionally tested and found to perform as intended, even when the cable was manipulated by hand in the area of the observed jacket damage. Log files were also submitted for review. The submitted event log file contained information spanning approximately 1 day ((B)(6) 2023 to (B)(6) 2023 per timestamp). No atypical events were observed throughout the data, and the pump maintained a speed above the low speed limit without issue. The root cause of the reported event was unable to be conclusively determined through this evaluation. The device history records were unable to be reviewed, as the lot number of the modular cable was not provided. Heartmate 3 lvas IFU (rev. C) and patient handbook (rev. D) are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a slit in the outer shield of their driveline that was about 2 inches in length. The braided shield was visible but wires were not. The patient denied any alarms or equipment issues and none were noted upon interrogation. Log file review did not find any unusual events. Rescue tape was applied to the slit and the modular cable was exchanged on (B)(6) 2023.